Event description:
The doctor reports that during the insertion of the implant into the osteotomy site, the torque reached 50 ncm and he decided to unscrew the mount; however, it was impossible to separate the implant from the implant carrier (mount). The doctor states in the form that another implant was placed, with no negative impact on the patient¿s health, and that the affected dental position and bone type are unknown.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event unknown / not provided a4: patient weight unknown / not provided g4: premarket identification k011028/k013227.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H11: additional narrative. Zimvie received one (1) tsvwb10 (impl tapered scr-v sbm 4. 7mm 4.5mm 10mm) for evaluation. Visual evaluation was performed, the implant has signs of use, with apparent minor bone/tissue attached to external threads. The implant was returned already disengaged/released from its bundle mount. Implant/mount matched prints where measured. DHR review was completed for the subject lot number 1301535. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1301535 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : does not disengage/release¿ a definitive root cause could not be determined since a device malfunction did not occur. The reported event was unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, a device malfunction did not occur. The mount was returned disengaged from the implant. The reported event was unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.